Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip cycled with significant resistance. An analysis of the enclosed image shows a gloved hand holding a suture and both anchors. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during meniscus repair surgery, the t2 of a fast-fix 360 could not be deployed. T1 had already been inserted and was removed. Procedure was resumed, after a non-significant delay with a back-up device. No other complications were reported.